Manufacturer narrative:
Method: device history review and visual inspection.results: no manufacturing issues were found for this lot number. Visual inspection indicated the shaft was confirmed to have fractured in an overload manner.conclusion: the cause is not determined, multi-factorial.

Event description:
It was reported that after screw was inserted and outer sleeve was being removed it was noted that a small piece of metal was in the wound and the inner shaft of the screwdriver was broken.

Event description:
It was reported that after screw was inserted and outer sleeve was being removed it was noted that a small piece of metal was in the wound and the inner shaft of the screwdriver was broken.